Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a patient's generator was replaced due to a tissue infection. It was reported that the infection was located at the generator site and that the patient presented with the infection a week before the replacement surgery, despite having had their generator implanted approximately ten months prior. It was reported that the physician believed the cause of the infection was the patient's poor hygiene or wound contamination. A review of device history records for the generator show that no unresolved non-conformances were found. The device met all specifications and was sterilized prior to distribution. No further additional information has been received to date.